Manufacturer narrative:
On 14-jul-2015, an fse conducted on-site follow-up with the customer. The fse observed that the allen screw had backed out on the injection valve motor level. The fse replaced the screw and applied loctite. This returned the instrument to normal operation. The g7 analyzer is working as intended with all errors cleared. There is no further action required by the fse. The most probable cause of the reported event was due to a loose injector vale lever tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported injection valve errors on their g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.